Event description:
This case was initially received via regulatory authority (reference number: mw5077417) on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("essure migrating and moving around/essure moved again") in a female patient who had essure inserted. Other product or product use issues identified: device difficult to use "essure migrating and moving around/essure moved again". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria disability, medically significant and intervention required). The patient was treated with surgery (surgery to remove essure device). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5077417) on 04-jun-2018. The most recent information was received on 19-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("essure migrating and moving around/essure moved again") in a female patient who had essure inserted. Other product or product use issues identified: device difficult to use "essure migrating and moving around/essure moved again". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria disability, medically significant and intervention required). The patient was treated with surgery (surgery to remove essure device). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5077417) on 04-jun-2018. The most recent information was received on 19-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('essure migrating and moving around/essure moved again') in a female patient who had essure inserted. Other product or product use issues identified: device difficult to use "essure migrating and moving around/essure moved again". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria disability, medically significant and intervention required). The patient was treated with surgery (surgery to remove essure device). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. The reporter commented: an injury (disability)required intervntion was mentioned but not specified and /or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this is duplicate case 2018-224685 of essure 2018-107180 , all data transferred into this retention case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.